Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus because their pump displayed low on the continuous glucose monitor (cgm), and the customer did not believe the reading was accurate. The customer's blood glucose (bg) level subsequently decreased and displayed as 'low' on the (cgm). The customer consumed carbohydrates to address bg. Recommendation was made to monitor bg levels and contact tandem technical support (cts) if the customer experiences any further issues.